Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977d260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study reporting that there was mild erythema around lead insertion sites. Patient was treated with antibiotics. Patient exited the study prior to complete resolution, but the resolution was reported to be recovered/resolved by another healthcare professional on (B)(6) 2018. The etiology was reported to be possibly related to trial lead implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 977d260, serial# (B)(4), product type: screening device. Product ID 977d260, serial# (B)(4), product type:screening device. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was not resolved.

Manufacturer narrative:
Product ID: 977d260, lot/serial# (B)(4), product type: screening device; product ID: 977d260, lot#/serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.